Event description:
This lead was implanted on (B)(6) 2016 and was capped/sealed on (B)(6) 2016 due to failure to capture and failure to sense. The physician was dr. (B)(6) at (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)